Event description:
It was reported that pump malfunction occurred with code displayed and no notable events before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if issue happened again.